Manufacturer narrative:
Other applicable components are: product ID 388928 lot# 0204589605 implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported no function of an implantable neurostimulator (ins) after accident, which occurred during normal use. It was noted that the ins was not found by a clinician programmer or patient programmer in different places and rooms, interrogation was not possible, and therapy success was missing since (B)(6) 2017. Factors noted to have led to the event include the consumer reporting an accident that occurred in (B)(6) 2017. Before the accident, the ins was reacting on the patient programmer (pp) interrogation sufficiently; afterwards, the ins was no longer reacting to telemetry with the pp and the therapy became insufficient. The accident included a strike onto the ins. Troubleshooting noted interrogation tried with clinician programmer and several pps, different places were visited, there was no movement of the ins in the pocket when manipulating, and the ins was implanted approximately 1 cm beneath the skin. Replacement of the ins was scheduled for (B)(6) 2017. The issue was not resolved at the time of the report. There was no malfunction or damage alleged to the implanted lead. At ins replacement, the lead will be checked for continued integrity. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device was replaced. The procedure was reported as without complication. It was noted that the lead did not show any motoric response by stimulation in the or during the procedure, so it was replaced. The lead was lost during the procedure and it had been reported damaged during the procedure (cut in pieces) when trying to extract and replace the lead and may have been discarded.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found ins battery normal end of life, no telemetry and not output; no significant anomaly. Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. A lab functional test determined that no output was observed on any electrode pair. Analysis determined that no telemetry was observed with an n'vision clinician programmer. Analysis of the lead, model 388928, lot no. Unknown, found lead body cut through, product segmented, no significant anomaly. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. During visual analysis of the lead, it was noted the distal end was not returned. Analysis determined #2 conductor is broken (overstress damage) at the distal end of the returned lead segment. If information is provided in the future, a supplemental report will be issued.